Event description:
On march 2002 a nurse called medtronic minimed and reported that the end-user was admitted to hospital with diabetic keto-acidosis. The infusion set was leaking. On july 2002 maersk medical a/s received the complaint and 10 unused infusion sets.